Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion post software update during etoposide therapy at 674 ml/hr in the 3k cancer infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred on (B)(6) 2023. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.